Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room and was admitted to hospital on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to approximately 400 mg/dl while wearing the pod. The patient¿s parent reported that they were unsure that the cannula was properly seated in the infusion site (leg) as when the pod was removed, the cannula appeared to be bent. Reported symptoms include vomiting and headaches. The patient was treated with intravenous fluids. It was also reported that the patient has an allergy to the adhesive on the pod and has a future appointment booked with a dermatologist regarding this. The patient was discharged the next day on (B)(6) 2026. The pod has been discarded.